Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3042 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep3042) have been reported from the same facility.

Event description:
It was reported the PICC was inserted (B)(6), PICC malpositioned on (B)(6) 2020.